Event description:
Discordant, falsely elevated chloride results were obtained on three patient samples on an advia 1800 instrument. It is unknown if the discordant results were reported to the physician(s). One sample was rerun on the same instrument and two samples were rerun on an alternate advia 1800 instrument, all of which resulted lower upon repeat testing. It is unknown if the rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated chloride results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The ion selective electrode (ise) seals had been replaced and the ise module had been cleaned during prior troubleshooting, and discordant results had been obtained after the troubleshooting. The fse determined that the ise module should be replaced, which was then done. The system was calibrated and quality controls were run, all of which were within range. During follow-up with the customer, the customer confirmed that no further discordant chloride results had been obtained on the instrument. The cause of the discordant, falsely elevated chloride results was a malfunction of the ise module. The instrument is performing within specifications. No further evaluation of the device is required.